Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported their controller wouldn't turn on since about 3 days ago, but clarified the issue really began a few months ago and noted the controller would shut off. Patient noted they called patient services, but they weren't sure who they spoke to about the issue and the agent couldn't locate a previous case with the controller shuts off. Agent helped the patient perform a reset of the controller and confirmed the green light was blinking on the controller when plugged into the outlet. Agent reviewed the external equipment was functioning as intended. The troubleshooting steps that were taken on the call resolved the issue. Agent suggested the pt monitor their device and call back if necessary. Pt called back stating they had called a couple times and called the other day and they got the controller working. As soon as they plug the rtm into the controller it goes blank and unresponsive so they would have to reset the controller. During call pt verified no damage to the controller charging port or to the rtm. Ps closed case. An email was sent to repair to replace the recharger. Pt reported they were having an ongoing issue with their controller going unresponsive. Pt received replacement recharger, but that didn't resolve the issue. Pt was escalated and adamant about receiving a new battery pack as well. An email was sent to repair to replace the controller and battery pack. Patient called back and stated that they have now received a replacement recharger, controller, and battery pack, but the same issue is happening. Patient stated that they plug the recharger into the controller, and the screen shuts off and is unresponsive. Agent had patient verify the replacement equipment was being used. Patient carefully examined the equipment; no damage detected. Patient reset the controller battery and unlocked the controller. Patient confirmed the controller was 100% and the implant was 70%. Patient noted they aren't using the stimulation because sometimes if they change positions the stimulation is too strong, and they are worried that the controller will be unresponsive then they can't turn the settings down. Patient posit ioned the antenna over the implant and connected the recharger. Patient saw the "checking recharger" screen before the screen went black and wouldn't come back on. Patient stated they're pretty sure the issue is the controller because they have tried the replacement and original recharger and the same thing happens. Agent sent email to repair to replace the controller. Additional information was received from the patient. The pt called back and stated they had 3 rtms, 3 ptms and 2 bps and the replacement controller that pt received today is doing the same issue with all rechargers-it goes blank as soon as pt plugs in the recharger. Had pt reset the controller. Consulted with repair to determine which equipment was the newest that pt is supposed to use. Pt tried another controller with battery pack on the call. It powered up fine on its own and showed it was charging from the wall but as soon as pt plugged in the recharger it went blank again. Repair recommended sending the whole set of replacement (controller, battery and recharger). Reviewed with pt to put the previous parts away and not use them. An email was sent to repair.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: m995402a001, serial/lot #: (B)(6), product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4); product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4), b3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.